Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated, the left rear tire has split at the axial. The dealer did not mention any injury or property damage.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the left rear tire has separated from the rim. No issues with the axles was found. Underlying cause could not be identified.

Event description:
The dealer stated the left rear tire has split at the axial. The dealer did not mention any injury or property damage. Evaluation did not find an issue with the axles. The left rear tire separated from the rim.